Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer provided visual data of the observed artifact and device warning. The customer indicated that the incident occurred in close proximity to an electrical surgical unit (esu) during use. The r series operator's guide provides guidance for electromagnetic immunity and recommended separation distance between rf communication equipment and the r series. Please refer to the tables in the sections for recommended rf immunity tests and separation distances from the r series. Following the operator's guide for electromagnetic immunity and radio frequency, there should be no risk to the patient when all of the electromagnetic immunity conditions are met. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.